Event description:
Customer alleged she smelled a burning smell. No injury alleged.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. Model irc10lxo2, serial number/date code (B)(4) is approximately 2 years 1 month old. The owner's manual part number 1118353 rev j (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer alleges a burning smell coming from unit. Consumer immediately turned unit off and called dealer. Dealer stated that they switched out the unit and took the original unit back to their warehouse where they also smelled a burning smell. No injury. The damaged unit is being returned to invacare for an inspection and evaluation.